Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through pathology report that a patient with a 29mm 7300tfx mitral valve was explanted after an implant duration of 6 years, 9 months due to moderate calcification of all 3 leaflets limiting mobility with severe stenosis, and moderate pannus formation. The patient presented with shortness of breath and syncope. The explanted valve was replaced with a 27mm non-edward's valve. The patient was in recovery and stable condition post procedure. Patient was discharged on pod#4. The patient concomitantly underwent aortic valve replacement.